Event description:
It was reported that the mobile power unit (mpu) was not able to screw in all the way to system controller connections. The controller could connect to other mpus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of difficulty threading the system connector power cable connector nut to the power cable connector on the mobile power unit (mpu) patient cable was confirmed. The returned mpu (serial number: (B)(6)) was evaluated at the service depot. Visual inspection of the returned mpu patient cable revealed that the threads on the black cable connector were damaged. Damage to the threads resulted in an increased difficulty threading the system controller power cable nut to the patient cable connector. A purchase order was requested for the unit however after many requests one could not be produced. The unit is held at the depot until a repair decision is made. No further testing was performed. The reported event was determined to be due to damage to the threads on the white power cable connector; however, the root cause of the damage could not be conclusively determined through this analysis. The device history record for the mobile power unit (serial number (B)(6)) with shop orders were reviewed. No deviations from manufacturing or qa specifications were shown from the mobile power unit. The mobile power unit was shipped to the customer on 02oct2024. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. Heartmate 3 IFU section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu patient cable. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the IFU caution the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.